Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2023-07436 it was reported that the patient's leads had migrated. Surgical intervention was undertaken on (B)(6) 2023 during which the leads were explanted and replaced with a penta lead to address the issue. Therapy was restored post procedure.